Manufacturer narrative:
The inspiratory and expiratory pressure transducer printed circuit boards (pcb) as well as the expiratory channel pcb were replaced during on-site troubleshooting and returned for investigation. The inspiratory pressure transducer and the expiratory channel pcb were found faultless when tested in reference ventilators. During investigation of the expiratory pressure transducer pcb alarms for low peep (positive end expiratory pressure) were generated. Performed pre-use check (puc) passed but the logs showed that the expiratory pressure transducer's offset value had a large drift in a short time indicating an unstable pressure sensor. When the pressure sensor was replaced no alarms were generated during ventilation and no drift was noticed during puc. The pressure sensor's offset drift is the cause of the reported failure. Microscopic inspection of the pressure sensor showed that there was a particle in the ceramic cavity on the top of the sensor's chip. Earlier investigations of other pressure transducer pcb have shown that when particles were removed, the pressure transducers functioned normally and no offset drift was noticed. The conclusion is that the presence of an unknown particle in the ceramic cavity on the top of the sensor's chip has caused an offset drift which caused the reported failure and affected the measured peep. The root cause of particle's presence in the ceramic cavity has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator displayed, "high pressure" alarms while it was being used on a patient. There was no patient harm reported. (B)(4).